Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the device appeared to be tried but not used. Visual inspection of the device did not identify any leaks in the device. Functional testing showed that the cylinders performed within specification. The pump failed deflation test. Based on the deflation test failure, a device malfunction is confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications.device technical analysis: device appeared to be tried but not used. Visual examination did not find any leaks in the cylinder nor the pump. The functional testing of the device identified that the cylinders performed within specification. The pump failed the deflation test that verifies greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi (pounds per square inch), to 4 psi in less than or equal to 14 seconds. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was returned without an allegation; however, the product analysis performed on the device identified a malfunction of the pump. It was also noted that the device looks like it was never in service.